Event description:
A patient reported that the system's screen was severely scratched, making it difficult to read information and often unresponsive. As a result, the patient had to press multiple times for the system to respond, causing delays in management. Additionally, the system frequently lost connectivity, leading to further interruptions in management. There was no adverse impact on the customer¿s blood glucose level. The patient declined any further troubleshooting.